Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the extension tube was primed due to connect the catheter connector to the catheter, infusion could not be performed. There was no reported patient involvement.

Event description:
It was reported that when the extension tube was primed due to connect the catheter connector to the catheter, infusion could not be performed. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occlusion is confirmed and was determined to be supplier related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. An attempt was made to flush the proximal connector piece with a 12 ml syringe of air; however, the connector piece was found to be fully occluded near its proximal end. A microscopic observation revealed an occlusion within the stem of the red flushing hub at the proximal end of the connector piece. The flushing hub was dissected, and the occlusion was found to consist of the same material as the flushing hub. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier facility to prevent recurrence of the reported event. A lot history review (lhr) of refv1999 showed three other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11